Manufacturer narrative:
The reported problem could not be confirmed; however, the device alarms for carbon dioxide repeat inhalation. Booted into diagnostic mode, check the alarm logs, and find the error code 1203, according to the maintenance manual, diagnosed as gas module failure. The air flow sensor was replaced. Pressure test was performed and passed. Device returned to full functionality.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported ventilator was not working diagnostic error code, "watchdog test failed". The device was not in use on a patient. No patient or user harm was reported.